Event description:
Patient was observed to have high impedance occurring. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The explanted devices were received and product analysis is being completed. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Lead analysis is still underway.

Manufacturer narrative:
B3. Date of event - correction - event date should have been updated to (B)(6) 2020 on supplemental #3 MDR.

Event description:
Product analysis was completed. A break was identified in the positive coil. Scanning electron microscopy images performed in the positive coil break show that pitting or electro-etching conditions have occurred at the break location. The positive coil shows appearance suggesting that a stress-induced fracture (fatigue) has occurred in one strand of the quadfilar coil. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism of other strands cannot be ascertained. Abrasions were noted on the outer silicone tubing. Kinks/nicks were also observed on the lead. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the cut lead portions

Event description:
The patient had a full revision performed. The explanted lead has not been received to date. No additional relevant information has been received to date.